Event description:
It was reported the customer had a crack on the plastic cover of their insulin pump's screen. The customer stated they were still able to read the insulin pump's screen and the insulin pump was still functioning. The customer also reported a failed battery test. Troubleshooting found the battery compartment of the insulin pump was not damaged or corroded. The customer was able to resolve the failed battery test at the end of troubleshooting. Customer's blood glucose was unknown. The customer was advised to monitor the insulin pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)